Manufacturer narrative:
The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Batch record review performed by the supplier for bupivacaine lot # 502153a revealed no discrepancies that may have contributed to a complaint of this nature. The results of all quality assurance testing during final release were acceptable. Retained file samples were tested for product potency. The results of potency testing met specification. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that a bupivacaine medication in portex® spinal kits was ineffective. No patient injury reported.